Event description:
The customer reported that the central nurse's station (cns) was showing a "no sync" error on both display screens.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing a "no sync" error on both display screens. Nihon kohden technical support (nk ts) advised the customer to reset the dv cables and power-cycle the unit, after which the error disappeared. They were unable to monitor patients at this cns from 19:55 - 20:35 pst. No patient harm or injury was reported. Investigation summary: nk ts performed troubleshooting steps with the customer, and they were able to reboot cns. With the available information, it is reasonable to determine the root cause to be the facility's network environment. The most likely cause was an ungraceful exit resulting from a power-cycle in the facility or network. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is showing "no sync" error on both screens. Nihon kohden technical support advised the customer to reset the dv cables and power cucle the unit, after which the error disappeared. They were unable to monitor patients at this cns from 19:55 - 20:35 pst. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is showing "no sync" error on both screens.